Manufacturer narrative:
(B)(4): on an unreported date, the patient was re-trained on aseptic technique. Treatment for peritonitis using ip vancomycin was discontinued after 2 doses as the microbiologist suggested that a sample may have been contaminated. Per the reporter, the patient remained well and all inflammatory markers were insignificant.

Event description:
This is report 1 of 2, for the peritonitis in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient reported that the minicap did not fit well and they had replaced it with a new minicap, from a new box. The patient had developed peritonitis after this event. Three days later, the treatment for the event of peritonitis consisted of vancomycin 2.5mg and oral ciprofloxacillin 500mg, however it is unknown if the patient was hospitalized. Seven days later, the treatment was discontinued, since inflammatory markers were normal (e.g afebrile, peritoneal dialysis samples remain clear). At the time of this report, the patient had recovered form the peritonitis event.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. A follow-up medwatch will be submitted if additional relevant information becomes available. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis could not be performed.